Event description:
It was reported that stent damage occurred. A 20 x 2.25 promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. Upon inspection, it was found out that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).